Event description:
It was reported that during the implant attempt, the lead was dropped on the table. The doctor experienced difficulty advancing the guidewire, including resistance near the tip of lead. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found full lead was returned. It was noted that blood/body fluid was observed on the distal conductor.